Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one of the two returned trackers was recognized but would not track displaying only red status. A check of the em interface showed that coil #3 was not active. The second tracker was not recognized and would not track. A check of the em interface showed a fault for the instrument number, but all three coils were normal. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a new trackers were opened and connected, but they would not react to the magnetic field. There was no patient involvement.